Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the in-clinic follow up, the pacemaker was in standby mode. The patient is in a wheelchair, not mobile, not able to speak properly. The patient underwent a CT scan due to a stroke suspicion. The CT was performed on (B)(6) at 15:20. The pacemaker was working normally again at the moment.